Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple altitude alarms. The customer was able to clear the alarms and resume insulin delivery. The customer's blood glucose level was 133 (mg/dl) at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.